Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads, and minor scratches on display window, cracked reservoir tube, reservoir window, missing end cap sticker, detached end cap and cracked case near display window corners noted during visual inspection. It was unable to confirm a33 alarms due to detached end cap.

Event description:
It was reported by the customer's mother, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 187mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.